Event description:
The end user states that the commode has a cracked seat. The end user states that the crack is all the way through running from front to back. The end user states that the device was sent home with him from the hospital in 2011. The end user is unable to provide any further information.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the invamex cfn/fei registration.